Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. Evaluation of the proximal stem portion revealed several gouges that broke through the porous coating, and bone on-growth on all sides of the porous region; however, there is a large section that appears to lack biological material on the proximal a/p side. This may suggest a lack of proximal support and becomes important information when examining the fracture sites. The severe gouging may have been caused by an instrument during the stem removal process. The polished femoral neck area exhibited excessive amounts of scratches and scoring on all sides. It is not clear of the cause for this and visually it is undetermined if these scratches and scoring indicate that they may have contributed to the stem fracture. The fracture surface on both the proximal and distal stem side shows a classic fatigue failure due to over loading of the cross-section. The fracture surfaces were observed under microscope without cleaning. A significant amount of wear has occurred to the fractured surface that smoothed down the peaks. Due to this excessive wear, the exact fracture propagation location is undetermined. However, due to the angle of the fracture, and the known cyclical fatigue loading of the stem, one could assume that the fracture propagated somewhere along the superior portion of the neck. The clinical/medical evaluation concluded that although no definitive root cause of the reported stem neck fracture could be concluded; based on the product evaluation, the findings were suggestive of a lack of proximal stem support with liner wear indicative of wear over time/stem contact which could not be ruled out as contributing factors to the reported events as well as the communication that ¿the patient may be experienced falling¿. The assessed patient impact was the stem/neck fracture and subsequent revision. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that primary procedure was performed in 2007. Neck of the stem was found broken inside patient and revision surgery had to be performed on (B)(6). Patient's current status is unknown.